Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable the scope socket failed causing the b30 error. However, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no pressure issues found during the device evaluation. However, as noted, a b30 scope communication was present. Additionally, there was notable cosmetic damage present. The front panel overlay was fading, and the chassis had signs of corrosion present. There was a foreign substance on the power switch, causing it to stick intermittently. The scope socket was found faulty, and the lamp life meter had over 500+ hours logged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii xenon light source due to an insufficient pressure problem noted during procedure preparation. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the unit was displaying a b30 scope communication error. This report is being submitted to capture the b30 scope communication error.